Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the handle with quick coupling did not hold the screwdriver. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions of the handle were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The investigation has shown that indeed the item is not working accordingly. The handle was checked with a function gage of conformity. It has been found, that the function gage can removed easy out of the coupling. We are not able to determine how many times the product was worn out by repeated use. Preventive for this reason we create a test instruction which includes a 100 per cent test of the coupling. No product fault could be detected.